Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Thirty-six (36) patients were identified in a journal article that experienced mild stress shielding. No further information is available and patient outcomes are unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written yohei yukizawa, md; lawrence d. Dorr, md; jeri a. Ward, rn; zhinian wan, md. ¿posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study¿ the journal of arthroplasty 31 (2016) 168-171. Concomitant products: unknown zimmer shell catalog#: ni lot#: ni. Unknown zimmer liner catalog#: ni lot#: ni. Unknown zimmer head catalog#: ni lot#: ni.

Event description:
Fifty six patients were identified in a journal article that experienced mild stress shielding. No further information is available and patient outcomes are unknown.